Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: only the event year is known. H6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lockscr ø5 l40 f/nails tan was observed signs of usage and normal wear the tip threads slightly stripped, which could have been a result of implantation and explantation. No other defect was found. A dimensional inspection for the lockscr ø5 l40 f/nails tan light green was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lockscr ø5 l40 f/nails tan light green would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.005.530; lot number: 3451p47; manufacturing site: mezzovico. Release to warehouse date: 8 dec 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported that on an unknown date, the patient required a removal of a tfna nail because it had broken. The implant had been in the patient for three to four weeks. The revision was performed because the patient had a femur fracture. Upon inspection of the returned devices on december 15, 2023, it was noted that the ti tfna fenestrated screw and the locking screw were stripped. This report involves one 5.0mm ti locking screw w/t25 stardrive 40mm for im nails. This is report 3 of 3 for (B)(4).